Event description:
The information provided to sjm indicated a 6f angio-seal vip was selected for use in the patient's right femoral arteriotomy following a percutaneous coronary intervention. Immediately after deployment, there was arterial bleeding which required manual compression to achieve hemostasis. Distal pulses were checked immediately and found to be reduced. Medical intervention/assessment was requested. The patient's leg lost circulation and turned white. Surgical intervention was performed later that day to restore circulation. A pre-deployment angiogram was performed, but only after the problem was identified did the physician go back and review the picture in slow frame and identified the dissection in the right femoral artery.

Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the batch number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instructions for use (IFU) state that bleeding or a hematoma at the puncture site are a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site and if necessary, monitor pedal pulses. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.